Event description:
A customer reported experiencing a cartridge alarm during the pump¿s load process. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no immediate adverse impact. Technical support confirmed the issue and decided to replace the pump. The customer was informed about using multiple daily injections (mdi) as a backup therapy and provided instructions on using and returning the pump. A replacement pump with updated software was sent, and the customer understood all instructions provided for handling both the replacement and the return of the problematic pump.